Event description:
Facility reported that the small battery drive cuts out when in use. It has been tested with other batteries and casings with the same result. The reported event happened during case and also postoperatively during testing. There was a delay due to the reported event. Spare device was available to complete the procedure. Procedure was completed successfully without any medical intervention required. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(6). Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation coordinated by synthes anspach. Report received indicates the reporters complaint that the unit runs intermittently was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. Placeholder.